Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 were used during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the physician had a problem with rotating a plastic spool, there was a problem with the trip wire, and the two bands slipped off the varix. Additionally, the same problem occurred on the other speedband superview super 7. The procedure was completed with this device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), secure trip wire in slot on handle unit. Note: it was reported that the physician removed the ligator shrink wrap earlier in the set-up process, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. Note: it was reported that the physician took up the slack by turning the knob; however, per the IFU, take up slack by pulling proximal end of trip wire on handle unit.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h2 (additional information): block b5, block e1 (initial reporter first name, initial reporter last name, initial reporter phone) and block e3 (occupation) have been updated based on the additional information received on september 2, 2024.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 were used during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the physician had a problem with rotating a plastic spool, there was a problem with the trip wire, and the two bands slipped off the varix. Additionally, the same problem occurred on the other speedband superview super 7. The procedure was completed with this device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), secure trip wire in slot on handle unit. Note: it was reported that the physician removed the ligator shrink wrap earlier in the set-up process, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. Note: it was reported that the physician took up the slack by turning the knob; however, per the IFU, take up slack by pulling proximal end of trip wire on handle unit.